Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received a broken force sensor was detected during seating or regular delivery and critical pump[ error. The customer¿s blood glucose level was 228 mg/dl at the time of incident. The customer was not able to rewind the insulin pump. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with critical pump error and pump error confirmed in history file due force sensor flex not properly plugged in to printed circuit board. Unit was received with minor scratches on case, missing reservoir tube o-ring, missing display window cover, broken reservoir tube lip, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, missing retainer and minor scratches on lcd window.